Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they didn't think the therapy was helping their symptoms by 50% or greater. The patient stated even when they were trialing they didn't think it worked for their symptoms but they figured they already had the lead so they went on with the implant. The patient stated they worked with medtronic representative (rep) probably a couple days after they were implanted and told the rep it wasn't working for their symptoms. The patient stated they had tried maybe "3 or 4 or 5 settings" so far. Patient services reviewed therapy expectations with the patient and the patient stated they didn't know if it was helping them by 50% or greater. The patient stated they were "good" all day yesterday and had just one pad but today they were leaking like crazy. Patient services reviewed device description/function with the patient as well as programming and stimulation considerations. The patient stated that they sometimes felt the stimulation but not always and they never felt it "up front," that they just felt it in their anus and to the left of their anus, almost out of the bike-seat region but they guessed they still considered it in the bike seat. The patient was going to follow up with their health care provider (hcp) and try another program setting. The patient was also g oing to change to a new setting and monitor their symptoms, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.